Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred and subsequently the pump reset unexpectedly. Customer's blood glucose level ranged from 120-130 mg/dl. Customer continued to use the pump for insulin therapy, but also had an alternate pump available.